Event description:
Sales representative reported the hospital found the tip broken on needle tip electrode. This did not occur during a procedure. The hospital also returned a second instrument with similar failure, which they had not originally reported. One tip was missing when the instrument returned, the other tip was held in by the tip insulation, though it had broken.